Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan customer service in 2009 alleging that her onetouch ultra2 meter was displaying an "error 5" error message. The error message first occurred at 8am the day before. She claimed she became shaky, sweaty, hungry and light headed at 10am on original date as a result of the error message. The patient denied testing on any other devices at the time of concern and reportedly denied testing on any other devices at the time of concern and reportedly did not receive any forms of treatment. According to the csr documentation, the error message was resolved with a new battery and with a new vial of test strips. This complaint is being reported because the patient developed symptoms suggestive of hypoglycemia after the error message occurred. In addition, this complaint is being reported because the "error 5" occurred with the reported test strips. Replacement products were still went to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned. Lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.